Event description:
Pt self tester reports discrepant results. Date: (B)(6) 2010, inratio: 3.1, lab: 2.5 (lab drawn immediately prior). Date: (B)(6) 2010, inratio: 3.2. Results of 3.1 and 2.5 were done in the morning. Results of 3.2 was done in the afternoon.

Manufacturer narrative:
Investigation pending.